Event description:
The user facility reported 68yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump had come out of left ventricle position when attempted repositioning while in the operating suite. The pump could not recross. The pump was removed. There was no patient harm reported.

Manufacturer narrative:
The investigation for the positioning issue has been completed. A review of the clinical data confirmed pump was in aortic area (about 1 hour & 35 minutes into the case). Pump then was stopped manually & disconnected from the console. Product was not returned for review. Based on clinical description & data analysis, the root cause of positioning issue was due to attempt to re-access the valve wirelessly. The wireless attempt goes against IFU recommendations. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.